Event description:
Related manufacturer reference number: 2017865-2023-95640. It was reported a patient's right ventricular (rv) and left ventricular (lv) leads presented with dislodgement due to twiddler's syndrome, confirmed via x-ray. Loss of lv capture was also noted. This was addressed during a procedure on (B)(6) 2023 in which the lv lead was explanted and replaced and the rv lead was repositioned. Post-procedure there were no patient consequences.